Event description:
It was reported that no alert/notification occurred on an unspecified day after sensor insertion. On (B)(6) 2024, the patient was at a hotel with his daughter and the patient's daughter heard a continuous glucose monitor (cgm) alert (it was not known if the alert came from the patient's dexcom device or the daughter's follow app). The patient's daughter checked on the patient, who was cold, sweating, unresponsive, and comatose. She stated he was hypoglycemic, however, no cgm value was reported. The patient reported that he was unsure the dexcom device properly alerted him to his hypoglycemic state. Emergency medical services (ems) was called and once they arrived, the patient was transported to the emergency room (ER). The patient was comatose during this time; therefore, he can not provide any specific details about the medication or treatment he received by ems or at the ER. No cgm or blood glucose (bg) meter readings were reported for this event. However, the patient stated he was billed for a bg meter test, comprehensive metabolic panel, an x-ray, computed tomography (CT) scan, and electrocardiogram (EKG). The patient recovered, although it was not specified how long the patient was unconscious. The patient was discharged from the ER later the same day. The patient was in good condition at the time of report. The performance data was evaluated. The allegation was confirmed as no audio output. The probable cause of no audio output could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia. H6 codes: health effect - clinical code: e2304 (chills).